Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that two days post implant, the patient complained of chest pains. An increase in capture threshold was noted and perforation was confirmed via x-ray. Lead was explanted and replaced when repositioning was unsuccessful. Patient was stable post procedure.